Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic experiencing fatigue. The pulse generator was in backup vvi operation. The device was at elective replacement indicator though two months previous battery data indicated one year remaining. The device was explanted and replaced.